Event description:
As reported: "during osteosynthesis surgery for subtrochanteric fracture of the femur, a gamma 3 cephalomedullary nail is used, which at the time of inserting the grub screw, is welded to the inside of the implant, preventing the proper blocking of the sliding screw." 3/12/2024 - upon investigation, it has been identified that a misdrilling occurred. The visual inspection of the nail has shown that there are very strong reaming marks at the outside, lateral from the lag screw hole, visible.

Manufacturer narrative:
The investigation of complaint 0009610622-2023-00464 detected an event of potential misdrilling. This could not be confirmed for the targeting device since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.